Event description:
It was reported that it was questioned why the device was near elective replacement indicator (eri) so soon. The device was at 2.65 volts and was estimated to only have a few months left. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device triggered elective replacement indicator (eri) early. The device was explanted and replaced.

Event description:
It was reported that why the device was near elective replacement indicator (eri) so soon. The device was at 2.65 volts and was estimated to only have a few months left. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data that collected from the device and have analyzed the data. Battery voltage was pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery is equal 2.97 to 2.74 volts minimum between (B)(6) 2011 and (B)(6) 2012 is before device eri less than or equals 2.62 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). We did receive performance data that collected from the device and have analyzed the data. Battery voltage was pre/approaching elective replacement indicator (eri). Weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery is equal 2.97 to 2.74 volts minimum between (B)(6) 2011 and (B)(6) 2012, is before device eri less than or equals 2.62 volts. The device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.